Manufacturer narrative:
Product was received at ameda and evaluated for evidence of allegation. The allegation was not repeated and no evidence of malfunction was observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report a small amount of smoke emitting from the ac adapter port while pumping with the purely yours ultra breast pump on (B)(6) 2015. She reports smelling the smoke before seeing it. Customer reports using the breast pump on both ac adapter and with batteries at the same time. She denies any smoke inhalation, injury or burn during this event.